Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing redness/tenderness at the ipg site. It was noted that the ipg was getting warm/hot. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing redness/tenderness at the ipg site. It was noted that the ipg was getting warm/hot. The patient will undergo a revision procedure wherein the ipg will be replaced.